Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the fse found that the host server was defective. To resolve the issue, the fse suggested the customer replace the host pc server, and the customer replaced it. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.